Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion, meeting 80% of the expected longevity.

Event description:
It was reported that the right ventricular lead (rv) had high thresholds, intermittent capture and loss of capture. The high thresholds were reported to be chronic and despite the high thresholds, the lead was reported to have stable impedance and sensing values. The programming required for the device and lead to capture and deliver pacing resulted in rapid battery depletion. The rv lead remains in use and the device was explanted and replaced. There were no patient complications reported as a result of this event.